Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. The patient had a trial for one day that worked for him and then they were implanted with the implantable neurostimulator (ins). It was reported that when the patient turned the ins on, the vibrating went down to his ribcage and not where the pain was in his feet; the stim stopped at the ankles. The patient went to a different surgeon who stated that the wires had moved. They ¿redid the wires¿, ¿had trial leads¿, but the problems were not resolved. It was also reported that the patient couldn't walk because the pain in his feet was so bad. Multiple reprograming was performed with a manufacturer representative (rep), all groups were tried, and every possible adjustment was made. The healthcare professional (hcp) recommended that the patient have their device explanted because there was nothing else that could be done to help the patient. In the end, the patient was redirected to follow-up with their healthcare professional (hcp) to discuss next steps on what to do with the device. There were no further complications reported or anticipated.